Manufacturer narrative:
Device remains implanted.

Event description:
Patient presented with the ruptured aneurysm located at the posterior inferior cerebellar artery (pica). It was reported that during the coil embolization procedure of the aneurysm, the coil was stretched and had to be left in the body not all the way in place. As per the physician¿s opinion, ¿the coil knotted on itself during initial positioning, needed to deploy the coil numerous times to get it to setup¿. The patient was administered with dual antiplatelet medication (unknown dosage). The facility reported that the patient developed subarachnoid hemorrhage (sah) and died within 24 hours of the procedure. However, according to the physician, the bleeding was related to ruptured aneurysm and not related to the device or the procedure, and the patient¿s death is related to the (B)(6).

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. There are many potential root causes for the as reported event, however a review and analysis of all available information cannot determined the exact cause for the reported event could not be determined.

Event description:
Patient presented with the ruptured aneurysm located at the posterior inferior cerebellar artery (pica). It was reported that during the coil embolization procedure of the aneurysm, the coil was stretched and had to be left in the body not all the way in place. As per the physician¿s opinion, ¿the coil knotted on itself during initial positioning, needed to deploy the coil numerous times to get it to setup¿. The patient was administered with dual antiplatelet medication (unknown dosage). The facility reported that the patient developed subarachnoid hemorrhage (sah) and died within 24 hours of the procedure. However, according to the physician, the bleeding was related to ruptured aneurysm and not related to the device or the procedure, and the patient¿s death is related to the sah.